Event description:
It was reported that the implantable pulse generator (ipg) of the patient had flipped inside the pocket resulting in difficulty charging the ipg beyond two bars. The patient underwent an ipg explant procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient had flipped inside the pocket resulting in difficulty charging the ipg beyond two bars. The patient underwent an ipg explant procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted device was kept by the facility.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient had flipped inside the pocket resulting in difficulty charging the ipg beyond two bars. The patient underwent an ipg explant procedure. No further information has been obtained.